Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a female patient who underwent breast prosthesis implantation procedure with a (left) 200cc mentor memorygel breast implant and a (right) 550cc mentor memorygel breast implant, was diagnosed with breast implant illness and possible leakage bilaterally. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 2, 2021, mentor received additional information listing additional procedures that the patient underwent along with the bilateral implant explantation on january 4, 2021. The patient was diagnosed with deformity pain and underwent revision of bilateral reconstructed breast with complex closure and flap revision, bilateral capsular biopsies, and removal of right implant silicone contents. On march 4, 2021, the product's photo investigation was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On february 12, 2021, mentor received additional information indicating that the patient had undergone bilateral removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information and became aware of the following: the patient suffered several unexplained systemic symptoms, including hair loss, fatigue, joint aches, chest wall tightness pain, palpitations, night sweat, right breast mass, hair thinning, implant related inflammatory syndrome, headaches, gi problems, poor sleep, ear ringing, back pain, neck pain, low libido, depression, joint pain, temperature intolerance, early menopause, and mood swings/. Mentor also became aware that the patient ethnicity is not-hispanic and race is white. Manufacturer¿s reference number: (B)(4), this medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient's additional diagnoses are breast pain and right breast implant rupture. Mentor also became aware that the patient had removal only on an unspecified date. The suspect medical device was sent to pathology and was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: generalized illness manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.